Event description:
Intraoperative hypotension. Medication used to restore to normal blood pressure.

Manufacturer narrative:
The results of this investigation are inconclusive. There are prior instances of similar events that have been reported. The MFR is taking preventive actions to further accommodate a wider variation in technique. The MFR is considering possible labeling clarification, design enhancement, and training enhancement.